Event description:
It was reported the patient experienced difficulty charging the implantable pulse generator (ipg) following a revision procedure (reported in MFR# 3006630150-2022-00990). The charger was able to connect with the ipg intermittently when pressure was applied, but the patient was not able to fully charge and as a result experienced a loss of stimulation. The physician assessed the presence of post-operative swelling at the ipg pocket site and the patient underwent a revision procedure where the ipg was replaced. The patient did well post-operatively, and was able to successfully charge the device.

Manufacturer narrative:
Correction to the initial MDR in block b5. The returned ipg was analyzed by engineers and passed all required tests revealing no anomalies. The device was able to be fully charged and a review of the patient data confirmed the battery depletion rate was within the expected range. However, the physician in the field had assessed the presence of post-operative swelling at the ipg site. A review of the instructions for use indicates swelling at the pocket site is a documented potential outcome of being implanted with the spinal cord stimulation (scs) system. Additionally, swelling causes the distance between the ipg and the patient skin surface to increase, resulting in difficulty charging the implant. Therefore, with all the available information, boston scientific concludes that the reported event is a known consequence of being implanted with the device.

Event description:
It was reported the patient experienced difficulty charging following a procedure where the implantable pulse generator (ipg) was electively repositioned. The charger was able to connect with the ipg intermittently when pressure was applied, but the patient was not able to fully charge and as a result experienced a loss of stimulation. The physician assessed the presence of post-operative swelling at the ipg pocket site and the patient underwent a revision procedure where the ipg was replaced. The patient did well post-operatively, and was able to successfully charge the device.